Manufacturer narrative:
B2: paralysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had a really bad experience with their device. The doctor put the wires in and didn't give them any anesthesia which caused them a lot of pain. They would increase the intensity and it never helped, it just got worse. They wish they could get it removed if it didn't cost anything. They also reported that they lost the use of their right leg.